Event description:
It was reported that the user experienced interrupted insulin delivery due to an infusion set deployed incorrectly, attributed to not removing the needle cover on a 6 mm teflon infusion set, which prevented proper attachment; insulin delivery resumed after a guided supply change. Symptoms included headache. Outcomes included elevated blood glucose up to 325 mg/dl for approximately 12 hours without use of backup therapy or ketone testing and without medical intervention. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed user error related to infusion set deployment and connector attachment. It was concluded that the event was due to use error and that the device functioned as intended once the infusion set was correctly deployed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.